Event description:
It was reported that the user received an urgent low soon alert while using the ilet bionic pancreas, experienced a hypoglycemic event of unclear cause, and had already treated with carbohydrates before contacting support; the user is new to the pump and the algorithm was still adapting to the user¿s patterns. Symptoms included hypoglycemia with sensor glucose trending to recovery. Outcomes included self-treatment with carbohydrates and stabilization of blood glucose, with continued monitoring advised. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed no device malfunction reported and no component-specific failure identified, with the event attributed to early algorithm adaptation during initial use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.